Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of an error 1870 code. The device was received in a good condition with a scratched screen. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device started up and ran with no issues upon investigation. An event history lo was also reviewed and no evidence of the error code was found. The reported problem could not be duplicated. The downstream sensor was replaced. No further actions were taken.

Event description:
Information was received indicating that a smiths medical pump presented with error 1870. There were no reported adverse events.